Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the patient is experiencing pain due to ¿the pedestal is sticking into the muscle.¿